Event description:
It was reported during an elective ipg replacement, the leads were found migrated. As a result, the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.